Event description:
Reportedly, machine is taking too much fluid.

Manufacturer narrative:
Evaluation: system test - passed. Checked pump calibrations - recalibrated all four. Calibration of scales - ok. System test passed. Substitution scale; filtrate scale; predilution pump; postdilution pump; filtrate pump. System (use this for calibration errors).